Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer removed battery after alarm and reported that buttons were not responding after battery was reinserted. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with up, esc and act buttons unresponsive due to corroded keypad traces. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at display window corners, minor scratched and cracked display window.